Manufacturer narrative:
The patient declined all troubleshooting while the system was implanted, thus there is no information available to diagnose the cause of the reduction in pain relief. The explanted components were not released by the facility and thus are also unavailable to the firm for confirmation of functionality.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator on (B)(6) 2023 after successfully completing a trial phase with nalu. During the trial phase the patient reported reduction in pain from 8/10 down to 1/10. After implanting the permanent system, the patient reported receiving pain relief. After reprogramming the system one time, the patient became uncommunicative and noncompliant with the process. It appears that the level of pain relief gradually declined after the implant and in (B)(6) 2024 the firm was notified that an explant procedure was planned. The patient was offered reprogramming and troubleshooting to improve therapy, patient declined. On (B)(6) 2024 the nalu system was surgically explanted.